Event description:
It was reported that while in the cath lab the md inserted the sheath. The spring wire guide (swg) was then inserted through the sheath. The md met difficulty when back loading the intra-aortic balloon (iab) over the swg and through the sheath. After removing the iab from the sheath and off the swg the md found that the central lumen near the tip of the catheter was "nearly broken." The md inserted a second iab without difficulty. The md mentioned that the "balloon catheter tip was too easily broken" without being "excessively pushed" over the swg and into the sheath.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.